Event description:
It was reported to lifecell, as follows: - on (B)(6) 2013, the patient underwent bridge hernia repair with the lifecell's device. The patient has very large defect with severe loss of domain. Abdominal wall was severely retracted laterally causing the surgeons to use a bridge technique. -on (B)(6) 2013, the patient was brought back to o.r, with big bulge on her right side. When dr. Opened the patient, it was discovered that the sutures had pulled through the device on the right side of the patient's abdominal wall. The sutures, 4 total, tore through the device, while remaining in the fascia; it remained intact at the top, bottom and left side of the repair. Similar lifecell device was sutured along the right lateral side of the original device in a running manner, then secured with interrupted sutures in the fascia.

Manufacturer narrative:
Method of evaluation: - review of the information reported; - review of the device history records for complaint related lot s11161; - query of lifecell complaint system for any other complaints reported to lifecell against complaint related lot s11161. Results: - review of the device history records for complaint related lot s11161 resulted in no remarkable findings, with no nonconformities or deviations related to the nature of this complaint. Lot s11161 did meet qc release criteria for the finished product, including mechanical testing. - query of lifecell complaint system did not return any other complaints reported to lifecell against complaint related lot s11161. As of (B)(4) 2013, (B)(4). Conclusion: based on internal investigation, complaint related lot s11161 met qc release criteria including mechanical testing. The device was not returned to lifecell for evaluation, since it was not explanted. Device was not explanted.